Manufacturer narrative:
Patient information was not available at the time of this retrospective report. The several components of the system were returned for evaluation. The computer motherboard was identified to have malfunctioned and directly caused the reported event. As a result, the computer was replaced and the issue was resolved.

Event description:
Medtronic representative called in to report that the site is experiencing a 'no signal' error on the monitor during a procedure. The rep depressed the power button and would regain the screen. No impact patient has been reported.